Event description:
Patient reported left side "bigger and harder" and "seroma ". Patient also noted that "will be diagnosed with lymphoma". The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of double capsule and seroma-late was received april 13, 2021 with lot number 2287651. Analysis of the returned device identified: weight to the spec, device deformation, black particles in the shell and creases fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Additionally, patient reported "double capsule".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bigger and harder" , "seroma" and "will be diagnosed with lymphoma".

Event description:
Patient reported left side "bigger and harder" and "seroma ". Patient also noted that "will be diagnosed with lymphoma". The device has been explanted.